Event description:
End of offset impactor where impactor pad attaches sheered off during impaction. Case type: tha. Surgical delay: = 15 minutes.

Manufacturer narrative:
Reported event: it was reported that end of offset impactor where impactor pad attaches sheered off during impaction. Case type: tha. Surgical delay: = 15 minutes. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection CAPA 2127499 has been raised for the same. As per visual inspection from the images provided in the communication log, the failure of 'end of offset impactor where impactor pad attaches sheered off during impaction' is confirmed. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 03/17/2016 with no reported discrepancies. Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 05/07/2016 with no reported discrepancies. Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 05/14/2016 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209830, lot 32952 shows 5 additional complaints related to the failure in this investigation. The complaints are pr: (B)(4). Conclusions: the failure is confirmed via visual inspection from the images provided in the communication log. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
End of offset impactor where impactor pad attaches sheered off during impaction. Case type: tha. Surgical delay: 15 minutes.